Manufacturer narrative:
This report is for one unknown screw/unknown lot number. (B)(6). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a femur fracture, plate broke, reoperation needed, prolongation of hospital stay. (Letter from landl + edelmann translation received): (B)(6) 2013 patient suffered a fracture of her right thigh. (B)(6) 2013 she underwent surgery in (B)(6) hospital. During this procedure a metal rail was used to repair the fracture. From (B)(6) 2014, the client started to experience severe pain in her right leg and therefore returned to (B)(6) hospital for a further check-up, where it was observed that the implanted metal rail had broken. Moreover, an additional fracture caused by this breakage was also noted. She therefore underwent further surgery. (B)(6) 2014 re-operation during which another metal rail was inserted, and iliac crest bone fragments also had to be grafted into the femoral bone. The breakage of the metal rail and the resulting hardship meant that the client has had to rely on the use of a wheelchair for several months. The incident described above has also caused the client considerable restrictions and pain, as well as late and long-term complications. Personal negligence on the part of the client can definitely be ruled out as a cause of the breakage of the metal rail. Rms foundation ((B)(6)) received today the material for investigation: - wide lcp 4.5/5.0, 16 holes, 426.661, lot 2812229 - broken - a lot of underwent surgery in (B)(6) hospital 092513 intact other implants like screws, cerclage - a mandat and a consent form. This complaint is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: patient weight is unknown. Event date: unknown. Device was sent straight to supplier for evaluation; the manufacturer was not made aware of the device return until april 29, 2015. A manufacturing evaluation was completed: the device was received intact. No product fault could be detected. This report is for an unknown quantity of unknown screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient had a fracture of her right thigh on (B)(6) 2103. Surgery was performed on (B)(6) 2013 to repair the fracture by implanting a metal rail. The patient reported pain the middle of (B)(6) 2014, upon further inspection it was confirmed the metal rail had broken. The report indicated the metal rail breakage created further fracture of the site and additional surgery was performed on (B)(6) 2014 to implant another metal rail and iliac crest bone fragments also had to be grafted into the femoral bone. The patient is reported to have been in a wheelchair for several months and faced considerable restrictions and pain due to the events. This report is for an unknown quantity of unknown screws. This is report 3 of 4 for (B)(4).